Event description:
It was reported that after 6000 joules vaporization stopped and the aiming beam seemed to be forward firing. The procedure was completed with a second fiber. No injury to the patient was reported.

Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.